Manufacturer narrative:
Brake rod.

Event description:
It was reported by service report that the head end brake/steer pedal could not be engaged. No pt involvement or adverse consequences are reported.